Event description:
The surgeon fixed the pressure setting to 200mmh20 but the pt suffered from the slit ventricle syndrome. Since he thought the valve might be malfunctioning, he extracted it. Please examine the sample.

Manufacturer narrative:
The results of the laboratory analysis of the valve will be sent to complete this incident report.